Event description:
Started to stick pt. Was having problems with the needle and asked rptr to help. Rptr noticed there was something wrong with the needle. Rptr decided to pull it. Unlocked the needle and pulled it back into the safety lock. But the needle was still stuck into the pt's arm, and the blackdot around the plastic metal piece was in the safety lock. Rptr then carefully pulled out the needle that was stuck in the pt's arm, and reported the incident.